Event description:
The customer reported an inability to playback acquired cine run image data and a loss of vascular mode functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard disk drive was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair is unavailable at this time and no additional service info was provided.